Event description:
It was reported the patient received the following results within 15 minutes: 17.5 mmol/l and 6.0 mmol/l. The customer also mentioned on different occasions receiving results from 20-25 mmol/l to 6-7 mmol/l within 15 minutes.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 17.5 mmol/l and 6.0 mmol/l. The customer also mentioned on different occasions receiving results from 20-25 mmol/l to 6-7 mmol/l within 15 minutes.